Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and failed. Nordic bluetooth pairing test: not found. Pairing test/download: fail, not related to customer complaint. Share log review was performed and no data. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.